Event description:
One of the betadine bottles broke open inside of one of the trays and saturated the paper.

Manufacturer narrative:
It was reported that one of the betadine bottles broke open inside of one of the trays and saturated the paper. Rep was contacted, and connected customer to the returns department. This was never used on a patient or at all. Shipping box was damaged. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.